Manufacturer narrative:
(B)(4). Customer returned pump for alleged no communication to transmitter found on 08/11/2021. Pump passed the displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for no communication to transmitter was not confirmed. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump loosing connection with the transmitter even though they had the transmitter replaced several times. No harm requiring medical intervention was reported. The customer will discontinue use of the device.